Event description:
The customer called for help with his breeze2 system. He performed control tests during the call and received a result of lo. The approximate normal control range is 90-123 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer. Unable to obtain strip info,but meter info was provided.